Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "pt woke up in a.m. Felt pain in left hip, recognized hip was dislocated, had happened before. Bipolar portion of constrained insert pulled out of constrained poly liner."